Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.7, lab: 8.9. The time difference between testing with inratio and lab was approximately 12 hours. Friday (B)(6): patient was feeling ill and was prescribed levofloxacin. Previous inr on (B)(6) was 1.8. The patient started levofloxacin 500mg daily on friday. Because of likely interaction between warfarin and levofloxacin, his warfarin dose for the weekend was cut from 5mg f-su to 2.5, 2.5, 5mg. Monday (B)(6): patient inr reading 1.7. Coagcare attempted to increase daily dose and weekly dose. However, dose was kept at 5mg daily due to likely interaction with levofloxacin. Patient reported no symptoms of bleeding. He did report a fever and increased shortness of breath. Patient contacted his doctor later that night with increased breathlessness and productive cough (brown tinged). Md sent patient to ER and patient was later admitted.

Manufacturer narrative:
Investigation pending.